Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a revision due to limb shortening, instability and radiographic changes seen with poly liner wear. It is uncertain what had caused liner to wear. Head, liner, cup and screw was removed. Reimplanted multihole gription cup, 3 screws, liner and ts ceramic head. Summit stem was retained and was well fixed. Leg length was restored and hip was very stable. Doi: (B)(6) 2016; dor: (B)(6) 2018; unknown hip.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.